Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Esp personnel saw and advised that the pump was operating as expected. He advised that treatment/correction of the bigeminal rhythm would greatly improve therapy and how to manage the alarm.